Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver had an intermittent out of range signal. No additional event or patient information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter functional testing was performed and the transmitter passed with no deficiency. A pairing test was performed and passed as no loss of antenna was observed. Receiver download was performed and the reported issue of intermittent antenna icon was confirmed. The reported issue could not be reproduced with the returned receiver. A root cause could not be determined.